Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an unrelated procedure, insulation damage was observed on the right atrial (ra) lead. The ra lead was capped and replaced to resolve the event and the patient was in stable condition.